Manufacturer narrative:
Approximately a year after having a palmaz genesis stent placed in the leg component of a gore excluder bifurcated endoprosthesis due to a kink in the gore device, thrombus was found throughout the interior of the entire endograft system including the area of the palmaz genesis stent. The report received from the w.l. Gore & associates on (B)(4) 2004 states that the patient with the co morbidity of prostate cancer was implanted with gore excluder bifurcated endoprosthesis for treatment of an abdominal aortic aneurysm (aaa). The vessel was described as tortuous with a 50% stenosis. Approximately five years later, computed tomography showed the gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component had a kink at the level of the graft bifurcation. The patient underwent a re-intervention where a palmaz genesis stent from cordis was placed. The kink was resolved and the patient tolerated the procedure. No further information regarding the specifics of the stent placement has been obtained with follow-up investigative efforts. Approximately a month later, the patient had an occlusion of the right popliteal artery and a surgical intervention was performed. Approximately three months later, the patient presented with right foot ischemia and a puncture cannulation of the right common femoral artery was performed. The problem was resolved and the patient tolerated the procedure. Seven months later, computed tomography showed thrombus and/or clot material throughout the interior of the endograft system including the area of the palmaz genesis stent. Thirteen days later, the physician performed an open thrombectomy in both limbs of the endograft system. Then the endograft was relined with a cook renu device. A left to right fem-fem bypass was also performed. The patient tolerated the procedure. The patient's status has improved. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. With the limited information pertaining to the placement of the palmaz to treat a kink in a gore endoprosthesis bifurcation component no conclusion can be made regarding any procedural factors that may have contributed to the event. The relationship of the palmaz stent to the thrombus which was found throughout the entire endograft system cannot be determined. Patient medical history, pharmacological factors, and procedural factors may have contributed. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Approximately a year after having a palmaz genesis stent placed in the leg component of a gore excluder® birfurcated endoprosthesis for a kink, the stent thrombosed. The report received from the w.l. Gore & associates on march 22, 2004 states that the patient with the co morbidity of prostate cancer was implanted with gore excluder® bifurcated endoprostheses for treatment of an abdominal aortic aneurysm (aaa). The vessel was described as tortuous. Approximately five years later computed tomography showed the gore excluder® birfurcated endoprosthesis trunk-ipsilateral leg component had a kink at the level of the graft bifurcation. The patient underwent a re-intervention where a palmaz genesis stent from cordis was placed. The kink was resolved and the patient tolerated the procedure. Approximately a month later, the patient had an occlusion of the right popliteal artery and a surgical intervention was performed. Approximately three months later, the patient presented with right foot ischemia and a puncture cannulation of the right common femoral artery was performed. The problem was resolved and the patient tolerated the procedure. Seven months later, computed tomography showed thrombus and/or clot material throughout the interior of the endograft system including the area of the palmaz genesis stent. Thirteen days later, the physician performed an open thrombectomy in both limbs of the endograft system. Then the endograft was relined with a cook renu device. A left to right fem-fem bypass was also performed. The patient tolerated the procedure. The patient's status has improved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: gore excluder® bifurcated endoprosthesis.